Event description:
During a surgical procedure, while the surgeon was using the fulgurating electrode device, the device came apart and the surgeon received a shock. There was no patient harm.

Manufacturer narrative:
Eval of the returned instrument confirms that the electrode wire separated from the ball tip causing the wire to pull out of the insulation. Inspection of the distal end of the wire finds appropriate amount of solder and evidence of solder wetting to the extreme distal tip. The ball tip has been discolored due to use. A review of the work instructions confirms that all tips are pull tested for adhesion strength after soldering has been completed. The exact cause of the failure cannot be determined with the evidence gathered. It is possible that the instrument failed due to extreme use or re-use, which has not been determined. Due to the fact that all instruments are tested at the factory for proper attachment as noted above, it is determined that instrument in question failed due to conditions beyond the control of gyrus acmi.